Event description:
Add'l info provided by the user facility indicates that streptococcus bacteria was identified from a vitreous tap taken during a vitrectomy performed in another hosp where pt was transferred.